Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for esophageal varices on (B)(6) 2013. According to the complainant the bands of the device were unable to be deployed; the handle of the device was unable to be turned. There was no damage noted to the packaging, or device components. There was no reported difficulty, during device preparation. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
An examination of the device was performed. The handle was returned with the trip wire wound around the handle spool several times; the trip wire was not secured in the handle slot. The handle slot showed no deformation to indicate that the trip was previously secured in the handle slot. The handle was able to be rotated freely when turned. All seven bands remained on the ligator; all were partially deployed. The ligator teeth were damaged. The suture was broken with a part remaining with the ligator, and a part attached to the trip wire. Based on the evaluation, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, the most probable root cause is ¿user / use error". A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for esophageal varices on (B)(6) 2013. According to the complainant the bands of the device were unable to be deployed; the handle of the device was unable to be turned. There was no damage noted to the packaging, or device components. There was no reported difficulty, during device preparation. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.